Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient experienced hematuria and nausea. The patient was rehydrated and started on a heparin infusion. It was reported that the lactate dehydrogenase was elevated. Computerized axial tomography scan was negative. An (B)(6) study showed adequate decompression of left ventricle and adequate closure of aortic valve. A pump replacement occurred on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
The pump was returned assembled with the percutaneous lead (lead) severed approximately 13.5 inches from the pump housing. The severed portion of the lead, the sealed inflow conduit, the sealed outflow graft, and the outflow graft bend relief were not returned. Upon disassembly of the returned pump, a white, non-laminated deposition was present on one of the blades of the rotor. A similar deposition was found in the outlet stator (proximal). The depositions were not adhered to any surfaces and lacked denaturation. Origins of the depositions and an amount of time for which they were present in the pump cannot be conclusively determined. If present in the pump for an extended amount of time, the depositions could have contributed to the reported elevations in ldh. The depositions could have also created additional resistance on the spinning rotor, potentially contributing to the reported elevations in pump power. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the depositions. Continuity testing on the returned portion of the lead revealed no shorts or discontinuities. Examination of the shielding and bionate revealed no areas with shield breakdown. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 2 years and 3 months. The device was returned for investigation. The evaluation is not yet complete.no further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that this was reported that an axial CT was negative for device related issues. An echocardiogram ramp study showed adequate decompression of left ventricle and adequate closure of aortic valve. It was reported that a pump replacement occurred on (B)(6) 2017. No additional information was provided.